Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse test drove the system using surgeon side consoles from both systems due to components swapped between rooms. The system worked properly.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the cautery function was not working correctly. The caller stated that the surgeon was controlling universal surgical manipulator (usm) 3, but when they pressed the energy pedal, energy was fired from the instrument in usm 4. The caller rebooted the erbe, and tried a new energy cable, but the issue remained. The customer was able to complete the case, but requested the system be checked by intuitive field service. There were no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the customer advised that the reported issue was confirmed to be a user error. The customer did not have any additional details to provide.